Manufacturer narrative:
The field for sections was not populated due to a technical limitation: common name: catheter, peritoneal; product code: gbw.this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the peritoneal dialysis, a luer lock connection on tenckhoff acute peritoneal dialysis catheter was leaking when connected o another manufacturer's dialysis bag. The luer lock was not a "snug fit" with the other manufacturer's kit. There were no adverse effects reported due to the event and no report of an additional procedure.